Event description:
It was reported by repair work order that the customer alleged that the hydrualics were drifting. Upon inspection of the unit by the service technician, the alleged event could not be duplicated abnd the jacks were found to be working to specifications.